Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a fractured rib while wearing the lifevest equipment. Patient described that the injury occurred when they bent over and it felt like the electrode dug into their rib and think they fractured it. There was no alleged device malfunction contributing to the injury. There is no indication that the patient received medical intervention. Outcome of the injury is unknown as follow up attempts were unsuccessful.